Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy. The cause of death was not reported. It was not reported if peritoneal dialysis (pd) therapy was ongoing at the time of death. It was not reported if the patient was connected to a baxter home choice device or if the patient was performing therapy with baxter solutions at the time of death. It was not reported what type of pd therapy the patient was performing prior to death. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a follow up report will be submitted.